Event description:
It was reported that the arctic sun device had an unknown alarm for patient temperature. Mss advised to perform calibration and the device was failing calibration for flow. The flow rate was 0lpm and low inlet pressure in bypass but had good flow with a shunt tube attached. Mss faced challenges to get the user to follow directions and test the device, so they recommended an assessment of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had an unknown alarm for patient temperature. Mss advised to perform calibration and the device was failing calibration for flow. The flow rate was 0lpm and low inlet pressure in bypass but had good flow with a shunt tube attached. Mss faced challenges to get the user to follow directions and test the device, so they recommended an assessment of the device.